Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 7. Ref MFR reports: 1627487-2014-08251, 08252, 08254, 08255, 08256, 08257. The pt has two model 3383 extensions from lot 424741 and two model 1192 anchors from lot 3562031. It was reported the pt had an infection and was prescribed IV antibiotics. The pt reportedly has no drainage from the wound site, and all of her incisions are closed and healed. The pt's infectious disease physician is monitoring her status while she remains on IV antibiotics for six weeks.